Event description:
It was reported that this right ventricular (rv) lead was cut and abandoned due to suspected fracture. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).